Event description:
Consumer called to report receiving very erratic readings with their plink meter. Analysis run on clark error grid using mean avg. Reading (156) as ref. Point vs bd readings of 50,280,34,258 yielded data points in the c zone of the grid, outside of acceptable limits.